Manufacturer narrative:
Cam bracket assembly, drive link assembly.

Event description:
It was reported by service report that the stretcher keeps popping out of steer and zoom cover was cracked, exposing sharp edges. No pt involvement or adverse consequences are reported.